Event description:
It was reported that "screwdriver tip broke off after screw inserted. We had another screwdriver on hand, so no down time."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.